Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump button was unresponsive. Customer's blood glucose level was unknown. Customer stated the scroll bar was not moving with no input. Customer stated that left arrow, bottom arrow button was unresponsive. Customer stated block mode is inactive and alarm was not in progress at the time the button was unresponsive. Customer stated that the buttons are not responding after inserting new fully charged battery. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response on the down arrow button, problem isolated to keypad assembly. Unable to perform displacement test and self test due to unresponsive keypad.